Manufacturer narrative:
(B)(4). Eval of the returned product shows the unit does not power up. The unit shows evidence of battery leakage and corrosion on the battery door contact and battery spring tab. The aqualert moisture indicator is missing. Also the bottom left screw on the back of the alarm case has rust. MFR ref file # (B)(4).

Event description:
Customer reported the alarm has no power. The unit was tested with new batteries all of the same brand. There was no other damage reported. There was no pt contact reported.